Manufacturer narrative:
The device remains implanted and is not available for eval. Stent malposition is listed in the device labeling as a known inherent risk of glaucoma stent surgery.(B)(4).

Event description:
The surgeon reported experiencing difficulty implanting the stent and lost visibility of the stent during the procedure. The pt's ocular anatomy and history contributed to the compromised visibility, specifically, the pt was a high myope with a prior vitrectomy and a large pupil that did not constrict with miochol. The surgeon was unable to locate and remove the stent intraoperatively. At the one- and two-day postoperative visits, the surgeon was able to clearly visualize the stent, which was malpositioned (posterior to the trabecular meshwork and embedded in the scleral spur). The pt's postoperative uncorrected vision was 20/25 with an iop of 12 mmhg. The surgeon is continuing to monitor the pt and at this time no intervention has been performed. Additional info has been requested, however, the device identifiers are not known.